Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report #: 1627487-2013-05092. Reference MFR report #: 1627487-2013-05094. It was reported the pt has lost stimulation. Reprogramming was unsuccessful. An impedance check revealed no anomalies. The pt will undergo x-rays to assess the leads. The pt may further address the issue by undergoing surgical intervention. The pt's ipg may get replaced as well, and the reason is unk at this time.